Manufacturer narrative:
Per the case notes, a service quote was created for a replacement therapy capacitor and display assy 5-wire by a philips quote admin and shared with the customer. A good faith effort has been made to clarify the cause and resolution, and upon follow-up, it was confirmed that the service contract expired and the customer didn¿t accept it. Philips is unable to rule out that a malfunction did not occur. As the customer declined the service quote estimate, the equipment was not repaired and issue could not be replicated during evaluation, so a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device shows an error message that the delivery test failed. There was no patient involvement.